Manufacturer narrative:
Zimvie complaint number (B)(4). A3: gender: unknown / not provided. D1: brand name unknown / provided. D4: additional device information: unknown / not provided. E1: reporter name: unknown / not provided. G4: premarket identification: unknown / not provided. H4: device manufacturer date: unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
The doctor reports that the implant disengaged and felt from implant driver. Procedure was completed on dental position 16.